Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
After device implantation, there was no detection of atrial signal and a reduced detection of the right ventricular signal. Both leads were determined to be dislodged. The patient was hospitalized and the leads were changed.